Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a (B)(6) year-old female patient who had essure inserted. The patient's medical history included splenectomy, cholecystectomy and salpingo-oophorectomy unilateral (left side). Concurrent conditions included dysmenorrhoea, arthrosis, pernicious anaemia and morbid obesity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be unrelated to essure. The reporter commented: essure was removed due to patient´s request (reason not specified, dysmenorrhea was mentioned as concomitant gynecological condition). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removal') in a 50-year-old female patient who had essure inserted. The patient's medical history included splenectomy, cholecystectomy and salpingo-oophorectomy unilateral (left side). Concurrent conditions included dysmenorrhoea, arthrosis, pernicious anaemia and morbid obesity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. The patient was treated with surgery (essure removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be unrelated to essure. The reporter commented: essure was removed due to patient´s request (reason not specified, dysmenorrhea was mentioned as concomitant gynecological condition). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.